Manufacturer narrative:
Device evaluation summary: the everflex entrust stent was inspected - the distal end of the catheter showed a curve, but no creases at the distal end. Kinks to the catheter shaft with a crease were noted at 59 cm and 89cm from the distal tip. It was discovered the blue isolation sheath detached from the handle assembly. The strain relief was cut from the catheter and noted the clear connector with traces of dried adhesive around the entire diameter of the connector. It should be noted, the stent has not been deployed and is currently loaded the catheter. Traces of dried blood was noted within the catheter at the proximal area of the stent. The rotating wheel on the handle assembly was turned. The stent did not deploy resistance was encountered.

Event description:
Physician intended to use an everflex self-expanding stent with entrust delivery system with for the treatment of a slightly calcified and tortuous plaque lesion in the proximal location in the right mid superficial femoral artery. Lesion exhibited 70% stenosis. Device IFU was followed. Device prepped without issue. A non-medtronic 7 fr sheath was used. The physician removed the lock-pin after crossing the lesion and right before deployment. It was reported that there was difficulty encountered in deploying the stent ¿ the stent would not deploy. The physician mentioned that it appeared that the tantalum marker dots got caught up on the stent shaft and would not deploy. The distal marker dots would not deploy/come out of shaft of stent. Physician tried a second everflex entrust stent, but the same thing happened again. A different model stent (evd35-06-100-120) was then used to complete the procedure without further issue. No patient injury was reported.